Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report.